Event description:
It was reported that at the beginning at of the procedure, the generator was exhibiting very low energy output, the cut and coag was not functioning properly. The unit was exchanged, and the procedure was completed using a bovie. No pt impact reported.

Manufacturer narrative:
At the time of this report, the unit had not been returned for eval. As add'l info becomes available, a f/u report will be submitted.